Event description:
Patient was here for a b12 injection. When the injection was given the medication would not go through the needle. Nurse pulled out the needle and changed it and gave the injection without difficulty. The needle was thrown in the sharps but they had kept the packaging.